Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported that the ¿patient was due IV flucloxacillin antibiotics made up into 20mls. When attempting to bolus the drug into the white port, liquid appeared to squirt out of the side of the actual line. On examination a small fracture approximately 2mm in length could be seen just below the clamp.¿ hickman catheter. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of fractured catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 9 fr dual lumen hickman catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed immediately distal of the clamping sleeve . This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the ¿patient was due IV flucloxacillin antibiotics made up into 20mls. When attempting to bolus the drug into the white port, liquid appeared to squirt out of the side of the actual line. On examination a small fracture approximately 2mm in length could be seen just below the clamp.¿ hickman catheter. No patient injury reported.